Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator iris. System operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a collimator iris error. No pt injury was reported.